Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the left ventricular (lv) lead exhibited a failure to capture and high pacing impedance. Programming changes were made. The patient was in stable condition.